Event description:
It has been reported to us that the marker band of the aspiration catheter separated from the shaft during the procedure. The physician inserted the aspiration catheter into the y-adapter and the aspiration catheter became stuck. The physician continued to push the aspiration catheter and felt much resistance. The physician pulled the aspiration catheter back out of the y-adapter and noticed that the tip (marker band) had separated from the shaft. The physician was able to removed the tip (marker band). The device was replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.